Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (rep). It was reported that they had called back repeating information about patient's fall and patient's thoughts that they messed up the wire, it was shocking them so they turned therapy off and the shocking stopped happening but the patient was having a hard time going to the bathroom. Caller said they were looking for support to know whether or not to have the device removed. Caller said they received the physician listings but the patient was disabled, they are 2 hours away and they have a hard time getting the patient all the way to a doctor. Caller said before they moved, their previous manufacturer representative (rep) had told them if they ever needed anything they can call and will be put in touch with a rep who will help them. Caller said the patient will see their gp this week.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim urge incontinence. It was reported that they just moved and needed an new urologist, but were having a hard time finding one. Physician listings were sent to them. They also reported that a few weeks ago, the patient fell and they thought the fall messed the stimulator up because the patient didn't think the therapy was working right. The caller stated that when the patient first fell, it felt like the patient was getting zapped in their hip and it was real tender to touch around it so the patient turned the stimulation off the other day. Another reason why they felt like the fall "messed up" the stimulator was that normally if the stimulation was up too high, it would hurt the patient in their groin area so they turned the therapy back on after they had it off the other day and when they went back on and increased the stimulation, they couldn't feel it and it hurt and they didn't know if they messed something up or if the wire had come undone. They stated from the time the patient went to bed last night and woke up this morning, the patient was now suddenly 5-7 pounds heavier this morning and they didn't know what to do. They also stated they didn't know who the  manufacturing representative (rep) was in their new area. They were to continue working with the patient's primary care physician and use the physician listings to locate an hcp to check the implanted system. Caller and patient to seek medical attention if the patient's condition continued to get worse.